Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty. Zimmer biomet components were implanted without complications. The patient underwent a revision procedure 2 years later due to loosening of the stem, during when the femoral stem and head were replaced with new zimmer biomet products. The patient underwent a 2nd revision procedure 5 years due to a loose and fractured stem. Upon removing the head, the proximal end of the stem was grossly loose. The cup was well fixed but heterotopic ossification was noted around the acetabulum. An osteotomy was performed to remove the fractured stem, and a competitor's head and stem were implanted. No other complications/findings related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item# 00801803203/ femoral head / lot # 61945089. Item # 00784301108/ revision femoral stem beaded / lot # 61007312. Item # unknown/ unknown liner / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00520. 0001822565 -2020 -00610.

Event description:
It was reported the patient underwent left hip revision surgery 7 years post implantation due to stem fracture, pan and instability. Cup was retained and head and stem were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient visited ed with concerns of sepsis, possible infection as well as anemia. Infectious disease consultant agreed no concern for left hip sepsis, also was negative for dvt of lle. No other findings related to the reported event were noted. The additional information received does not change the final conclusions of previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; a4; a5; b7; g3; h2.

Event description:
No further event information available at the time of this report.